Manufacturer narrative:
Continuation of d10: product (B)(4). Lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4)., serial/lot #: (B)(6), ubd: 21-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine drug via an implantable pump for spinal pain/fbss leg/back use. It was reported that for over a month now, they have been having issues with the communicator charging and the port is loose and now it is not charging at all. The patient stated that they had to jiggle the charger around. It was noted that sometimes it will charge but it will only charge partially and now it will not get past 22 percent and will not work, and they were not able to bolus. The agent sent request to repair to replace the communicator. The patient stated that the handset was not kept in charge and had to be charged daily. The agent recommended the external devices to be charged daily. The patient will call back if they find they had to charge more than 1x day.